Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, an unexpected drop in battery longevity was observed on the device. Additionally, episodes of low pacing impedance and loss of capture were noted on the right atrial and right ventricular channels. During the replacement procedure, the leads were tested with a pacing system analyzer and all electrical values were stable and in range. The suspected cause of the low impedance and loss of capture was a device header anomaly. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead [low impedance, no capture, and sudden battery voltage drop] were confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.